Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported tear/hole in the balloon; however, the reported leak appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
Date of event is estimated manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 3.0x15 mm nc trek neo balloon dilatation catheter was being prepped and negative pressure was applied; however, the device wouldn't hold the pressure. It was found that the device had a hole straight out of the box. There was no device use or patient involvement and there was no clinically significant delay in the procedure. A new nc trek was used to complete the procedure. No additional information was provided.